Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Additional information: hamilton medical ags conclusion: it was reported on (B)(6) 2026 that the hamilton-t1 ventilator was unable to deliver fio2 above 21% and displayed an ¿oxygen supply low¿ alarm when o2 was set to =30%. No patient was involved. No harm to the patient, user, or third party was reported. No medical intervention was required or reported. No other details were provided. No device logs, screenshots, pictures, or videos were provided to support the reported issue. The issue was rectified after replacing the msp161609 o2 mixer assembly. Case is considered closed. Correction: UDI and manufacturing date was corrected: in section h4: MFR. Date: 12.10.2020. In section d4: (B)(4).

Event description:
Hamilton medical ag received the following event description: ventilator does not exhale more than 21% of o2. When o2 is set to 30% or more, "oxygen supply low" alarm engages. No patient involvement and no intervention necessary was reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.